Manufacturer narrative:
The initial report submitted was missing the following information: the customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. It was unknown if there delay to precleaning. The air/water nozzle was flushed with water and air. It was unknown if there were no abnormalities in the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in detergent solution. It was unknown if the air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. It was unknown if the air/water nozzle was flushed with detergent solution.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a reduced angulation. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign object in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to the clogging of the nozzle, the water removal ability did not meet the standard value. Due to wear of the angle wire, the bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and a white-clouded area. The indication on the suction connector was peeled. The universal cord, the protector of the universal cord on the suction connector side, the connecting tube, and the image guide protector had a scratch. The plastic distal end cover had a burn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.